Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was broken and they were hospitalized went into a coma and a heart attack. The customer reported that insulin pump shows 50 unit of insulin but when checked it was empty. The customer was unconscious for 2 days. The customer was on manual injection. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with cracked battery tube threads, scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).